Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal device change-out for eri, externalized conductors were observed on the lead. Electrical function of the lead was normal. The physician elected to extract the lead due to the observed externalization. An attempt to explant the lead using laser sheath extraction, resulted in a rupture of the svc and the patient began to decompensate. Open chest surgery was performed in attempt to repair the rupture, however it was found to be too large to repair. The patient expired.